Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are several potential causes for the reported issues, because review and analysis of available information failed to identify a definitive cause, and because the device was not returned a cause of undeterminable was assigned.

Event description:
It was reported that during coil embolization, the physician advanced the third coil into the microcatheter, even though he felt that the second coil (subject device) was still lodged at the distal tip of the microcatheter. The physician could not advance the third coil out of the tip of the microcatheter and decided to withdraw it. In an attempt to withdraw the third coil, the tail of the second coil floated into the parent vessel. Therefore, the physician elected to fix the floated coil tail to the vessel wall with a stent.

Manufacturer narrative:
The subject device remains implanted in patient.

Event description:
It was reported that during coil embolization, the physician advanced the third coil into the microcatheter, even though he felt that the second coil (subject device) was still lodged at the distal tip of the microcatheter. The physician could not advance the third coil out of the tip of the microcatheter and decided to withdraw it. In an attempt to withdraw the third coil, the tail of the second coil floated into the parent vessel. Therefore, the physician elected to fix the floated coil tail to the vessel wall with a stent.